Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that display screen was blank after battery changed due to alarm. Customer's blood glucose was 256 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.